Manufacturer narrative:
MEDTRONIC SUBMITS THIS REPORT TO COMPLY WITH FDA REGULATIONS 21 CFR PARTS 4 AND 803. MEDTRONIC HAS MADE REASONABLE EFFORTS TO PROVIDE AS MUCH RELEVANT INFORMATION AS IS AVAILABLE TO THE COMPANY AS OF THE SUBMISSION DATE OF THIS REPORT. THIS REPORT DOES NOT CONSTITUTE AN ADMISSION OR A CONCLUSION BY FDA, MEDTRONIC, OR ITS EMPLOYEES THAT THE DEVICE, MEDTRONIC, OR ITS EMPLOYEE CAUSED OR CONTRIBUTED TO THE EVENT DESCRIBED IN THE REPORT. ANY REQUIRED FIELDS THAT ARE UNPOPULATED ARE BLANK BECAUSE THE INFORMATION IS CURRENTLY UNKNOWN OR UNAVAILABLE. MEDTRONIC WILL SUBMIT A SUPPLEMENTAL REPORT IF ADDITIONAL RELEVANT INFORMATION BECOMES KNOWN.

Event description:
MEDTRONIC RECEIVED A REPORT THAT DURING RETRIEVAL, THE THROMBECTOMY SFR STENT FRACTURED, AND THE FRACTURE OCCURRED AT DISTAL SECTION OF THE PUSHWIRE; A LOCATION OTHER THAN THE DETACHMENT POINT. THE BROKEN STENT REMAINED WITHIN THE INTERMEDIATE CATHETER. THERE WAS NO RESISTANCE ENCOUNTERED. SUBSEQUENTLY, THE INTERMEDIATE CATHETER AND THE STENT WERE WITHDRAWN AS A WHOLE, AND THE STENT WAS FLUSHED OUT USING A SYRINGE. ALL BROKEN SEGMENTS OF THE PUSHWIRE WERE REMOVED FROM THE PATIENT. THE REPORTED DEVICE AND ANY ACCESSORY DEVICES WERE PREPARED AS INDICATED IN THE INSTRUCTIONS FOR USE (IFU). NO PATIENT SYMPTOMS OR COMPLICATIONS WERE ASSOCIATED WITH THIS EVENT. ANCILLARY DEVICES INCLUDE A REBAR 18 MICROCATHETER, REACT 71 GUIDE CATHETER.

Event description:
Additional information was received. No causes or contributing factors for the catheter damage/kin were identified. the React 71 catheter model/lot number is unknown.

Manufacturer narrative:
Update B5 Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.